Event description:
Customer reported during a fentanyl infusion, the set separated where the upper fitment connects to the silicone tubing. No patient harm reported. No further patient/event information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Product evaluated and customer's experience of set separated at the upper fitment was confirmed. A tear was observed in the silicone tubing at the upper fitment engagement. Crush marks were noted on the upper fitment. The root cause of the tear was not identified. The known failure modes for leaks/separations in the silicone segment have previously been identified to be due to use conditions such as excessive force/improper set orientation during installation or removal; cuts, pinching, and tearing, etc. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build of this set model number for the failure mode reported.